Event description:
The alarm does not even start to work. It only gets hot. I used batteries that came with it and when I place sensor inside alarm, it's getting hot. Then I remove the sensor and after 10 mins it's cool again. If I change batteries, it's getting hot when sensor is connected. Initially, it's normal, but when sensor is inserted, you can feel it gradually heats up. After 25 mins, it's too hot to hold or touch without burning yourself. I bought this for my (B)(6) daughter. I cannot use this on her as I fear it will injure her. FDA safety report ID# (B)(4).